Event description:
It was reported that an ecr60d reload was loaded into plee60a, and then the surgeon grabbed the stomach tissue, closed the gun, 15 seconds waiting time, then he initiated the firing process. Upon firing, the blade advanced but only cold cut without stapling.

Manufacturer narrative:
(B)(4). Batch #559a36. Additional information was requested and the following was received: could you please clarify if there were any patient consequences? A: no. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? A: yes, extended hospital stay, longer or time and imaging was required. Attempts are being made to obtain the following information. To date no response has been provided. Once additional information has been received, a follow-up report will be submitted: did the device deliver any staples? Can you describe the shape? Were there staples delivered on either side of the cut line? (On one side, both, or none) did the device complete its firing sequence? Was there any movement of tissue identified during the firing sequence? How was the surgical procedure completed? Are there any photos or videos available? A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 8/1/2022. Additional information was requested and the following was received: 1. Did the device deliver any staples? Can you describe the shape? No staplers were formed. 2. Were there staples delivered on either side of the cut line? On one side, both, or none? None. 3. Did the device complete its firing sequence? Yes. 4. Was there any movement of tissue identified during the firing sequence? No. 5. How was the surgical procedure completed? With similar reload. 6. Any photos or videos available? No. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one ecr60d reload was received inside of the opened package, with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as the reload was received fully fired. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.